Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's reported problem was repeated, duplicated multiple times during functional test. It was noted that the air detector sensor was defective and inoperable and was the cause of the reported issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.